Manufacturer narrative:
Citation: katchi f et al. Impact of aortomitral continuity calcification on need for permanent pacemaker after transcatheter aortic valve replacement. Circ cardiovasc imaging. 2019 dec;12(12):e009570. Doi: 10.1161/circimaging.119.009570. Epub 2019 dec 9. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the association of aortomitral continuity calcification and need for permanent pacemaker implantation after transcatheter aortic valve replacement (tavr). All data was retrospectively collected from a single center between june 2011 and april 2018. The study population included 136 patients and was predominantly female with a mean age of 84 years. Of those, 19 were implanted with medtronic corevalve transcatheter valves. No serial numbers were provided. Among all patients, adverse events included: post-tavr permanent pacemaker implantation (12 corevalve cases). Indications for pacemaker implantation comprised: complete heart block, new left bundle branch block with atrioventricular block, tachycardia-bradycardia syndrome, high-degree atrioventricular block, and a 3.6-second sinus pause with first-degree atrioventricular block. The median duration from valve implant to pacemaker implantation was 5 days, with the longest duration being 33 days. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.